Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified lesion located in the mid circumflex (cx) artery using a xience xpedition stent. Reportedly, during deployment of a 2.25 x 28 mm xience xpedtion stent, a dissection in the left cx occurred which was treated with a 2.25 x 15 mm xience xpedition stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.